Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultrabag, (lot number, dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd).on (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On an unknown date, the patient began remedial therapy with vancomycin (1gm, once in 96 hours, route not reported), fortum (1gm, bid, route not reported) and flucanozole (200mg, daily, IV). It was unknown if the dianeal therapy continued or if the event of peritonitis resolved. The reporter believed that the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.